Event description:
A ventilator was returned to the MFR for svc. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the MFR's svc ctr, an increased airstream temperature (high temperature alarm) condition was observed. The increased airstream temperature (high temperature alarm) appears to have been caused by the ambient conditions in which the device was operating. No malfunctions were noted and no components were replaced.